Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for examination. Examination of the returned device found deep scratches and nicks along the surface of the reported trial ball. The damage found is consistent with heavy usage. No evidence of breakage of the device was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
Head trial¿s debris fell off. It was reported that during the tha surgery, noted the head trial'debris fell off. Keeped using the devices to complete the operation. There were no adverse consequences to the patient. The 253151000 has been used less than half a year and 253152000 was used for the first time. The hospital has used our products for about 10 years, sterilization methods also were not changed. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.